Event description:
The customer reported an incident where the saline bag was observed to be emptied, which should not happen in a closed circuit. Blood tinge was also observed. On removal of the icy catheter (lot 188001), the customer inflated the saline port to check for a leak. The balloon did not inflate and appeared to be leaking. The dwell time was 3 days at the time of the leak. The thermogard xp ivtm system is functioning as intended. No additional information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The icy catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore physical investigation could not be performed and the root cause could not be determined.

Manufacturer narrative:
Seems that around three 750 ml bags of sterile cold saline entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. It seems that the customer should benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed.

Event description:
A post-cardiac arrest patient underwent ivtm therapy. After approximately 3 days, the nurse noticed an air trap alarm, and the 250 ml saline bag was observed to be empty. The bag was replaced with a 500 ml saline bag; however, the second bag was also depleted. A catheter leak and the infusion of approximately 750 ml of saline into the patient's body were suspected. On removal of the icy catheter (lot 188001), the customer inflated the saline port to check for a leak. The first balloon appeared to be leaking. The thermogard console was confirmed to be functional. The physician elected not to replace the catheter. No consequences or impact to the patient.